Event description:
Boston scientific received information that this right ventricular (rv) lead had dislodged. A revision procedure was performed and the lead was explanted. The lead was not attempted to be repositioned due to the presence of tissue in the helix. A request for the return of the lead has been made. There were no adverse patient effects reported.

Manufacturer narrative:
As of today, no additional information is available and at this time our investigation is complete. Should additional information become available, this report will be updated.